Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found that: no image is displayed when powering on. Based on historical data, it is most likely that probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that there was no image displayed when powering on the device. There was no patient involvement.